Event description:
The ablation catheter would not work after placement into the patient. The catheter was removed and replaced with another of the same lot with the same result. A different lot was used with success. There was no harm to the patient. Manufacturer response for ablation catheter, 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional (per site reporter).